Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading the cartridge with 480 units. Customer reported blood glucose (bg) level was 360 (mg/dl) with small ketones. A manual injection was delivered to address bg level and water was consumed to resolve ketones. Reportedly, the customer loaded a new cartridge onto the pump and received an accurate fill estimate.